Manufacturer narrative:
(B)(4). Evaluation codes, method: films. Evaluation codes, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (tortuous and calcified iliac arteries). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (tortuous and calcified iliac arteries).

Event description:
An endurant aorto-uni-iliac abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm approximately three weeks ago. It was reported that due to the size of the aaa and the narrow aortic bifurcation, the physician elected to use the aui stent graft. The final angiogram revealed a type iii endoleak. The physician elected to place an extension limb and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine. Pre-implant films show that the proximal neck diameter is approximately 17mm below the renals. The aaa diameter is 10.5cm. The distal aorta is 10mm x 20mm with calcification. The iliac arteries are tortuous and contain calcification. Intraoperative angio of the implant procedure show an endoleak near the mid-length and tapered portion of the aui, coming out as a blush on the patient's left side. After re-lining with another endurant aui the endoleak appears to have resolved. Please note that this model number enuf2814c105ee is not approved in the united states; however, it is similar to the enbf2813c124e which is approved in the united states.